Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture on every other beat, as well as increased threshold measurements and undersensing. The patient had a heart rate in the 30 beats per minute (bpm) range, and was symptomatic. A surgical revision was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the lead was tested via the pacing system analyzer (psa) during the revision and the high threshold measurements were reproduced. The physician thought the lead may have been damaged. No additional adverse patient effects were reported.